Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings are missing from the provisional.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record identified no deviations or anomalies this device is used for treatment. Previous investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. The instrument was manufactured before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.